Manufacturer narrative:
Investigation ¿ evaluation: a review of the dimensional verification, complaint history, device history record, quality control, and a visual inspection of the returned representative device were conducted during the investigation. The visual inspection of the returned device confirmed that the proximal end of the safety wire was protruding 4 mm at a distance of 3.7 cm from the distal end of wire guide. The proximal end of the safety wire should be soldered to the core wire. The core wire was protruding the coil a length of 9 mm at a distance of 7.7 cm from the distal end. Both proximal and distal welds were intact. The coil elongated 3.7 cm from the distal end to a length of 7.7 cm. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
It was reported that during coil embolization of a brain aneurysm, the physician felt something sharp on his finger and noticed that the safe-t-j amplatz extra-stiff support wire guide tip had unraveled from the core as it was being inserted into the diaphragm of another manufacturer's 6 fr sheath. The wire guide was unable to be introduced into the sheath, and did not come into contact with the patient. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional information regarding event details and patient outcome has been requested, but is not available at this time.